Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lpb733 / sxmp1b108, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The packaging interior foil was ripped up and affected sterility. The product was not used. There were no patient consequences reported.